Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not observed during testing. Review of the device logs showed no unintended short detected messages. The device was recertified and returned to the customer. The device meets the specification as while performing 30j test, the multifunctional cable nees to be shorted. Analysis of reports of this type has not identified an increase in trend.